Event description:
Healthcare professional reported, right side deflation. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: a review of the device noted an opening on the anterior side, assessed as unidentified tear. Partial delamination of the valve, known as adhesive failure. The shell thickness was within specification.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.